Manufacturer narrative:
Fowler motor assembly.

Event description:
It was reported by service report that the fowler will drift down with pt weight on the bed when stopped at 10 degrees or less. No adverse consequences were reported.